Manufacturer narrative:
If implanted, give date: not applicable, as removed and replaced. If explanted, give date: not applicable, as removed and replaced. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during surgery, doctor decided to perform anterior vitrectomy by changing the model and diopter. During surgery monofocal intraocular lens (model zcb00, +21.5 diopter) was removed and replaced with monofocal intraocular lens (model z9002, +20.5 diopter). There was no patient injury reported and the patient was doing well. No further information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no other complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.